Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the patient was having hyperglycemia with blood glucose results "400-500 mg/dl" since (B)(6) 2015. The device showed an e4 message at times, but the infusion set was not occluded. The accessories were changed with the infusion device, but that did not correct the issue. During the night from (B)(6) 2015, the patient was found unconscious and the husband called the ambulance. The blood glucose level at the hospital was "700-900 mg/dl". The patient was treated with insulin via perfusor. The patient was hospitalized from (B)(6) 2015. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.